Event description:
It was reported that during preparation for a stenting treatment procedure, a stent dislodgment occurred. The target lesion was located in the left carotid artery. The physician was flushing the 8.0/21 carotid wallstent and the stent detached from the stent delivery system. The procedure was completed with another 8.0/21 carotid wallstent. No patient complications were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the left carotid artery was non tortuous and non calcified and that the % of stenosis was 70%.

Manufacturer narrative:
Device evaluation: a visual examination of the returned device found that the outer sheath had been fully retracted and the stent had been deployed from the device and was not returned. No issues were noted with the profile of the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).